Manufacturer narrative:
Product complaint (B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: it was reported that "dr. Has had a problem with the j495 5-0 suture that she uses for some of her procedures. The needle has popped off a number of times. " please confirm the number of procedures affected by this issue. 4-5 different procedures. If possible, please confirm the number of "pop-offs" per procedure. 1-3 can you identify the lot number of the products that were used? Slmsjz, rpmdll when did the needle detach/pull off from the suture (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify during procedure, while running the suture. Are the devices or samples from the same lot available for analysis? If yes, to whom should the shipper kit be sent? (Please provide contact name, department, street address including zip, no po box please, email address, and phone number) yes, dr. (B)(6) , please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6) , practice director, practice director possible lots: slmsjz, rpmdll events reported via: mwr (B)(4) .

Event description:
It was reported that a patient underwent an unknown surgery in 2024 and suture was used. During the procedure, the customer reported that dr. (B)(6) has had a problem with the j495 5-0 suture that she uses for some of her procedures. The needle has popped off a number of times.they have tried different lot numbers with no fix. They pulled out one each of the j495, a 4-0 j496 and a 6-0 j492 and tested them by pulling on the suture until needle pop off. There was a significant ease of pop off with this 5-0 than the other two sutures. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4), this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following are reported possible batch numbers associated with this event: lot slmsjz : expiration date: sep/30/2027 date of mfg.: oct/28/2022. Lot rpmdll : expiration date: nov/30/2026 date of mfg.: dec/8/2021. A review of the manufacturing record evaluation for the possible batch number was performed for the finished device lot, and no non-conformances were identified.